Manufacturer narrative:
As neither a lot number nor the involved sample have been made available to the date of this report no investigation could be performed. We have requested the involved device and also the concerned lot number from the initial reporter. Once any further information will become available we will provide a follow up report.

Event description:
On november 25th, 2025 we have been informed about a malfunction involving a monitoring dispersive electrode at an unknown hospital. A monitoring dispersive electrode erbe nessy plate 170 (model xl31a) and an unknown generator had been used. The initial report stated that [translated from german to english language]: "the electrode [monitoring dispersive electrode] malfunctioned. Our customer found the cause. See image. Please analyze the fault." We also have received a picture showing tha the cable ring eyelet of one aluminium area was not riveted and was only held in place by the adhesive foam insulation around the cable connecting area at the top side of the monitoring dispersive electrode. Because of this the cable terminal was so placed that it touched both aluminum areas and thus shorting them. No further details have been disclosed.

Event description:
On november 25th, 2025 we have been informed about a malfunction involving a monitoring dispersive electrode at an unknown hospital. A monitoring dispersive electrode erbe nessy plate 170 (model xl31a) and an unknown generator had been used. The initial report stated that [translated from german to english language]: "the electrode [monitoring dispersive electrode] malfunctioned. Our customer found the cause. See image. Please analyze the fault." We also have received a picture showing tha the cable ring eyelet of one aluminium area was not riveted and was only held in place by the adhesive foam insulation around the cable connecting area at the top side of the monitoring dispersive electrode. Because of this the cable terminal was so placed that it touched both aluminum areas and thus shorting them. We have requested the involved device and also the concerned lot number from the initial reporter and have been informed that "sorry the package was already discarded and so not sure the lot in this case. But according to our purchase data base it could be one of the lots below. Lot: 250606-2401, 250422-2403, 250512-2402, 250627-2404". No further details have been disclosed.

Manufacturer narrative:
We are reporting this incident because we distribute prewired dispersive electrodes of comparable design in the us (under k030362). We have requested the involved device and also the concerned lot number from the initial reporter and have been informed that "sorry the package was already discarded and so not sure the lot in this case. But according to our purchase data base it could be one of the lots below. Lot: 250606-2401, 250422-2403, 250512-2402, 250627-2404". The manufacturing and device history records have been reviewed for all of the possible concerned lot numbers have been inspected. For two of the 4 possible conerned lot numbers a machine breakdown time was documented for the riveting machine. It is impossible to verify afterwards whether the reported defect can be traced back to a machine optimization and or machine adjustment of machine settings or a machine repair. A review of the internal deviations revealed that no back-inspection was carried out because no defective parts were discovered during production. Retained samples of the possible concerned lot numbers have been inspected visually. No faults were detected. We have received pictures showing the claimed failure. The visual investigation has shown that one cable ring terminal was not riveted to the aluminium foil in correct postion. The rivet was punched trough the foam and the alumium foil of the connecting tab without fixing the cable ring terminal. The cable ring terminal is located beneth and was only fixed by the stuck of the ahdesive foam cable insulation in place. As the cable ring terminal was located beneth it was touching therefore both aluminium foils. A connection of both split conductive aluminum foils resulted, effectively shorting them out. The connection of both conductive aluminum sides have caused the generator to detect a failure. Based on the generator's cqms (continuous quality management system), we assume that such a fault cannot lead to injury or endangerment of a patient, as the generator does not recognize the electrode as a split electrode. The origin of the defective electrode was caused in the manual cable manufacturing process of leonhard lang. During the subsequent manual assembly of the foam insulation it was not discovered that one cable ring terminal was not correctly riveted to the electrode. Based on the 100% visual inspection before applying the rivet insulation, we consider this a freak escape. We conclude a manufacturing single error problem led to the incident. We consider the investigation closed.